Event description:
Koru medical became aware of mw5183981 received through the FDA medwatch program stating "pt stated that her pump had broken. When she tried to start the pump after loading in her 2nd syringe it popped out and she was not able to restart pump or wind pump afterwards. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number - (B)(6) no further information. Indication - other common variable immunodeficiencies." Additional information was received providing patient information and the serial number of the pump involved. The pump listed in this report has not been received by koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.